Event description:
This information was found during the four-year post-marketing surveillance (pms) of gore® tag® thoracic endoprosthesis in (B)(6). Date gore aware of the event will be the date nihon gore acquired information that reasonably suggests a reportable adverse event may have occurred. In 2007 (date unknown), the patient underwent aortic arch replacement to treat an aneurysm extending from the ascending aorta to aortic arch. On (B)(6) 2009, the patient underwent endovascular repair of a descending thoracic aneurysm using two gore® tag® thoracic endoprostheses (tg3115/06741254, tg3720/06822784). As the patient¿s left external iliac artery had a very small diameter, an access from the left side was difficult. An introducer sheath and delivery catheter were advanced from the lcia by preparing a conduit, and two stent grafts were deployed from the distal end of the existing graft (in an elephant-trunk approach). When a touch-up ballooning was being performed, the tg3720 moved a bit distally, but endoleaks were not present. Additionally, the conduit graft was also used for a bypass procedure to treat a pre-existing stenosis of the left femoral artery, and the procedure was concluded without further problems. On (B)(6) 2009, a follow-up imaging revealed a type ii endoleak. Aneurysmal diameter was 58mm. Later in two follow-up studies, the type ii endoleak had persisted without aneurysm enlargement. A wait-and-watch approach had been taken to the endoleak. On (B)(6) 2010, in one-year follow-up study, the type ii endoleak had been present with aneurysm diameter of 55mm. Reintervention was not performed to treat the endoleak. On (B)(6) 2011, in two-year follow-up study, the type ii endoleak had still persisted. Aneurysmal diameter was 57mm. A wait-and-watch approach had continued to the endoleak. On (B)(6) 2013, in four-year follow-up study, a distal type I endoleak as well as the persistent type ii endoleak was revealed. Aneurysmal diameter had enlarged to 64mm. On (B)(6) 2013, the patient was implanted with a non-gore stent graft to treat the distal type I endoleak. The patient had been monitored after the reintervention.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.